Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: approximately 6 months ago: patient fell while walking down concrete steps at home. The patient experienced hip pain and trochanter fracture. Implants were in good position. Pain management with tramadol. Unable to bear weight on right leg since fall, complained of exacerbating pain with standing, walking, and twisting, relief with sitting. Approximately 5 months ago CT showed: nondisplaced periprosthetic fracture of right femoral greater trochanter. Approximately 4 months ago: no pain, no concerns. X-ray: fracture is healing well. Radiographs were provided and the x-ray report provide sufficient dictation of findings. A definitive root cause cannot be determined. The complaint is confirmed based on the medical record findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 110017102 g7 finned 3 hole shell 50d 6129820; 010000856 g7 neutral e1 liner 36mm d 6159298; 650-1057 cer bioloxd option hd 36mm 2904530; 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length 63893735; 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length 63891268. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial right total hip arthroplasty. The patient fell on concrete steps at home, was taken to the ed via ems and suffered a periprosthetic fracture, pain, and ambulation difficulties. Patient was admitted for observation for pt/ot evaluation. Patient reports no issues with hip and x-rays indicate fracture is healing well. All components remain implanted.